Event description:
During remote monitoring, a charge time out occurred on the device during capacitor maintenance. The patient was later seen in-clinic and the device was able to fully charge. Abbott technical support was contacted and recommended continued monitoring and device replacement if another charge time out occurs. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.